Event description:
It was reported hf sensor exhibited inaccurate readings. As a result, the sensor was recalibrated via right heart catheterization wherein the mean was increased by 13 mmhg which resolved the issue. Accurate readings were observed under the manufacturer's patient care network database.